Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair. Adel mohammed amer al-kalei, ziheng wu, and hongkun zhang, j vasc interv radiol 2018; 29:833¿840 doi: doi.org/10.1016/j.jvir.2018.02.025. Date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b aortic dissection. It was reported approximately 11 days post the index procedure the patient developed a retrograde type a aortic dissection (rtaad). The patient refused surgery. It was reported the patient developed pericardial tamponade and expired on an unknown date. The cause of the event is undetermined. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.